Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported a patient in post cardiotomy cardiogenic shock¿and with low cardiac output syndrome was implanted with an impella 5.5 for mechanical circulatory support during a high-risk mitral valve replacement and possible tricuspid valve repair or replacement. The patient arrived at the hospital for the scheduled and the mitral valve replacement was successfully performed with the patient on cardiopulmonary bypass (cpb). The physician decided to place the impella 5.5 to remove the patient from cpb. The impella 5.5 was implanted via the right axillary artery without complications, and the patient was successfully removed from cpb. The patient¿s chest was closed, and the patient was transferred to the intensive care unit (ICU) for rest and recovery. After arrival at the ICU, it was noted that the impella device required repositioning to point the impella inlet away from the mitral valve and point it towards the apex. The patient was given fluid volume and blood products and heparin was withheld. The following day it was noted that the patient¿s chest tube discharge was slowing down, and heparin remained withheld. On day four of support, the patient was transfused with an additional two units of blood products, and it was noted that the pump was having suction alarms at performance (p) level 4-5. The medical team thought the suction was likely related to the patients fluid volume and lasix was administered. An echocardiogram was ordered and the impella was repositioned. The following day, it was noted that since the pump was repositioned there were no further suction events, and the p level was increased to p7. On day six of support, the patient was brought to the operating room for a chest wash out. Upon returning to the ICU it was noted that the patient had significant chest tube output. Heparin was withheld until the chest tube output decreased. The device was explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Major bleed: the cause of the injury was not determined due to insufficient clinical details. Pump suction: the pump was not returned for investigation. Data log shows several suction alarms while running on high p-levels, especially around midnight on 23-oct and the following day. No abnormalities were reported regarding motor current spikes or positioning issues. Placement signal showed a decreased trend compared to previous days with reported suction events on 24-oct. As per the clinical details, blood products were given during the time of reported events, along with some repositioning, which allowed an increase in p-level without suction. The cause of the suction issue was most likely related to patient volume status and preload, based on the given clinical details and data log review. Device in wrong position: the cause of the improper position issue was not determined without returned product investigation and sufficient clinical details. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.

Manufacturer narrative:
H6 medical device problem code added. The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.